Event description:
The distributer received one end user informed that the function of new user information cannot be established in the meter via pc link. There was no report of death, serious injury or mistreatment associated with this event.